Manufacturer narrative:
After the incident, the pt's health care provider reduced basal rates. The pt continued to wear this pump for several days without reported blood glucose excursions. The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.

Event description:
The pt experienced a hypoglycemic episode evidenced by unconsciousness and seizure noted by his wife. She treated his low blood glucose levels with oral carbohydrate sources; when the paramedics arrived, the pt's blood glucose measured 85 mg/dl. The pt was transported to (B)(6) hospital in (B)(6), where he was treated and released the same day.